Event description:
On (B)(6) 2008, the pt was implanted with two gore tag thoracic endoprostheses and an additional stent graft (MFR unk) to treat an acute type b thoracoabdominal aortic dissection. It was reported a bypass surgery of the renal arteries, superior mesenteric artery, and celiac artery had been performed previously as the first stage of treatment for the dissection. On (B)(6) 2008, a follow-up computed tomography scan identified a type ii endoleak from an unk origin. On (B)(6) 2008, coil embolization was performed to repair the type ii endoleak. The endoleak resolved with the coil embolization, and the pt tolerated the procedure.

Manufacturer narrative:
The review of the mfg paperwork verified that this log met all pre-release specifications. Additional device implanted and involved in this event: (B)(4).